Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that an inner sheath, for 26 fr. Outer sheath had a cracked tip. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (cracked tip) was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.